Event description:
According to the reporter, intra-operatively, the device¿s first tack had an issue, wherein it fell into the patient¿s abdomen without pressing the fire button, the second tack did not come out the tack which fell into the patient¿s cavity was then retrieved. Then the surgeon removed the tacker and pressed two or three times the fire button (outside the abdomen). After that the remaining tacks functioned. In order to resolve the issue, the surgeon had to open another device because he had not enough tacks after this.